Event description:
The customer reported a leak when using the unicel® dxc 600i synchron® access® clinical system. The cap piercer on the instrument was leaking blade wash solution. The customer replaced the blade and cleaned the wash well, the leak continued. The leak was contained to the instrument. A beckman coulter field service engineer was dispatched to evaluate the instrument. The operator wore gloves, goggles, and a lab coat while operating the instrument. There was no reported exposure or injury. There was no report of erroneous test results associated with this event. There was no death, injury or affect to patient treatment.

Manufacturer narrative:
On (B)(4) 2014, the field service engineer (fse) evaluated the instrument and found the drain line from valve v3 was partially clogged. The fse demonstrated to the customer of how to force out an obstruction using a syringe. The fse also replaced valve v3 & v4 as a precautionary measure. The fse primed the instrument and found no leaks. Quality control was successfully run within the spec. Identification of failure mode: failure mode is partially clogged drain line # 118, pn-a16293. Cause of the obstruction is unknown. Partially clogged drain line #118 has a potential to impact sample results. If the line #118 is clogged, it will back flow the waste into the cap piercer blade wash chamber. This will result in improper cleaning of the blade. (B)(4).